Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: the associated lens company 25.5 diopter lens is not qualified for use with the company cartridge. The qualified diopter range for the company cartridge is 6.0 to 25.0 the reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, there was optic rupture of the iol. Additional information received stating that the surgery completed on the same day. There was no patient contact and harm.